Event description:
Pt had previous iliac repair with a dacron graft. Attempted access of a bifurcated device was unsuccessful. The physician attempted to dilate the vessels with an 8mm balloon, however, ruptured the balloon during inflation. Attempted with the same bifurcated device, and could not advance the delivery sys through the iliacs. The physician dilated again with a 10mm balloon and inadvertently perforated the iliac. A coda balloon was used to occlude the perforation, while the pt was transferred to the or. The pt was converted to open repair. However, due to the condition of the aorta (brittle), it was difficult to sew in a surgical graft. The pt expired over night.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Pt condition (previous iliac dacron graft) and operational context contributed to the event.